Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found a burnt capacitor on the architect i2000sr analyzer vacuum pump [(B)(4)]. The top portion of the capacitor was blackened and charring was observed at the connector. The damage was limited to the capacitor and did not spread to other parts of the equipment. Inspection found no evidence of liquid leakage onto the pump. Vacuum pump [part (B)(4)] was replaced and the analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, similar complaints review, labeling review, and instrument service review. No returns were made available from the customer site for this evaluation. Analyzer serial number (B)(4) service history was reviewed and no contributing factors to the customer issue were found. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed, and no adverse trend or systematic issue was identified for the issue identified in the complaint. Similar complaints were reviewed for an 80 month period (starting in (B)(6)2011) and returned five smoke/burn complaints that were similar to the current complaint. No deficiencies were identified. Vacuum pump [(B)(4)] is utilized on architect i2000 and architect i2000sr analyzers, with a combined part census of 12,351 analyzers. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. The issue was resolved by replacing the vacuum pump. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer saw smoke from the architect i2000sr analyzer and experienced error code 5301 [vacuum system failure]. During repair, a burned vacuum pump capacitor was found. The vacuum pump was replaced. No fire or injury were reported.